Event description:
Home pt (hp) reports calling baxter tech svc ctr for assistance during apd treatment, at which time he reported he reuses his homechoice sets and had a "stomach virus". Rn reports hp was diagnosed with peritonitis and was hospitalized on 9/22/99 for seven days. Per rn, hp was treated at the hosp with a loading dose of 500 mgs kefzol intra-peritoneal, and 1.7mg/kg tobramycin intra-peritoneal; followed by tobramycin 3300 mgs/4 2.5l exchanges intra-peritoneal daily, for four days at the unit, when he was released from the hosp. Rn reports hp has responded to treatment. Per rn, hp "contaminated himself", no product failure was indicated.